Event description:
It was reported that fibers caught up in the device. A 1.25mm rotalink plus was selected for use. During the preparation, it was noted that the physician let the burr touch the towel and fibers caught up in the device. The device was taken off and was unable to go inside the patient's body. The procedure was completed with another of the same device. There were no patient complications reported.